Event description:
It was reported that during a cardio vascular procedure, the device clips would not hold and were dropping off the vessel. Another device was used to complete the procedure. There were no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.